Event description:
In 5/07, the dr informed allesee orthodontic appliances that the tissue in the pt's mouth had swollen around the cantilever of a previously broken herbst appliance. The dr had to cut a small hole in the pt's crown in order to remove the device for repair.

Manufacturer narrative:
The dr repaired the pt's damaged crown. The herbst appliance was repaired and returned to the dr for placement.